Manufacturer narrative:
Investigation findings: the below info was detailed from initial investigation. Finished good (B)(4), skin stapler, is a re-box product out our branch plant 34, which has a report of "the staples are going in straight, the hooks are not forming." Samples of the report were received and evaluated by deroyal's sr product mgr, then forwarded to the qc complaint specialist. The samples were then provided to the vendor. Due to multiple vendors being listed in the jde operating system, the qc complaint specialist contacted bp 34's qc to verify the correct vendor was identified. (B)(4) was confirmed as the correct vendor and the lot number provided is linked to the po of the product. Deroyal received the lot number identified on po (B)(4) on 4/3/2012 for 1,200 pcs and po (B)(4), on 5/14/2012, for 1,200 pcs. The vendor was issued a scar on 6/28/2012. The completed scar was returned on 7/25/2012. In addition, the qc complaint specialist reviewed the 2010, 2011, and 2012 sales info and call history logs. Deroyal has sold (B)(4) each of finished good (B)(4), skin staplers. The call history log review has found similar reports for the product line. Update: there is no additional info in reference to the investigation findings for the complaint. Correction: the customer was issued replacement product. Update: no additional actions have been taken. Root cause analysis: refer to the attached scar response with vendor customer complaint report: update: (B)(4). Recheck the retained samples by conducting the firing test and tensile strength test of formed staple. The samples passed and the tensile strength of the formed staples are in 2.16-2.87 kgf. Refer to the MFR process record. Everything was within normal condition. Eval/recheck of the returned samples was completed. Two samples are used and some staples were still remaining within the stapler. Four staplers were still contained within the packaging. Firing tests were performed on the returned samples. Only sample # 3 found the twenty third staple failing the test due to the staple prematurely ejecting by the smaller angle of the ejecting plate. Review the incoming inspection of the component; we estimate the issue might be caused by the individual dimensional issue of the ejecting plate flowing into production.

Event description:
Skin staples went in okay. Upon dressing removal on floor, staples were attached to pt dressing not to surgical site. Took lot off shelf, called sales rep, and explained problem. Pt endured pain and discomfort because staples did not hold because of this. Had to stop dr and numb site. Pt was given pain meds and shot to numb site.